Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device's error log. The device's power management board and internal battery were replaced to address the issue. Confirmed by an operational check that the noise was coming fromthe motor blower assembly. The motor blower assembly was replaced. Additionally, the pollen filter, exhaust fan assy, stirring fan foam, and 43 micron filter were replaced for maintenance. The front enclosure was replaced due to damage to the screw. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error code was found in the device's error log. The device's power management board and internal battery were replaced to address the issue. Confirmed by an operational check that the noise was coming from the motor blower assembly. The motor blower assembly was replaced. Additionally, the pollen filter, exhaust fan assy, stirring fan foam, and 43 micron filter were replaced for maintenance. The front enclosure was replaced due to damage to the screw. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.